Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left bundle branch (lbb) lead positioned at the interventricular septum was noted have a slightly bent helix as observed under fluoroscopy. The physician elected to remove and replace the lbb lead on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of damaged helix was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted with full measuring helix extension length within specification. Electrical tests, visual and x-ray examinations of the lead found the helix to be normal with no conductor fractures or internal shorts. No other anomalies were seen.